Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of a left and right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle device is the probable cause for a hematoma and bleeding observed in the left superficial femoral artery. The event occurred prior to the valve implantation and was secondary to the initial femoral puncture. Treatment consisted of manual compression and a femostop device. No additional information was provided.